Manufacturer narrative:
Reported event: an event regarding loosening involving tricortical plates in a patient specific proximal tibial replacement was reported. The event was not confirmed by medical review. Method and results: product evaluation and results: not performed since no items were returned. Clinician review: the implant in situ was for a proximal tibial replacement which was inserted on (B)(6) 2015. The surgeon reported that the tri-cortical plates has not achieved osseointegration. The CT image provided showed that there are gaps and bone resorption around the tri-cortical plates, indicating that the bone has not integrated with the plates which confirms the clinical report. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 13oct2015 with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: an event regarding loosening involving tricortical plates in a patient specific proximal tibial replacement was reported. The event was not confirmed by medical review. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
Patient specific prescription form received for patient's right proximal tibia being revised for: "tri-cortical plate fixation has not osseointegrated."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies.

Event description:
Patient specific prescription form received for patient's right proximal tibia being revised for: "tri-cortical plate fixation has not osseointegrated."